Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies.

Event description:
Additional information indicated that the implanting surgeon noted that the patients dose had been escalating over time, the patient was needing to see her physician and have her dose increased as her pain levels were not controlled. Her dose at implant was 30mg morphine/day.

Manufacturer narrative:
Analysis found that the anchor was broken. Analysis also found dark residue occluding the dispensing holes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 30mg/ml, dose 19mg/day) via an implantable pump. A broken anchor was reported, the event occurred during a procedure. During a routine pump replacement procedure due to end of life, it was observed that the catheter had detached from the anchor and the epidural space and was coiled around the pump, with the tip in the subcutaneous pocket. The patient as such had been receiving subcutaneous therapy instead of intrathecal. The catheter was explanted and a new catheter was implanted and connected to the new pump. The issue was reported to have been resolved at the time of this report and patient status was alive ¿ no injury. The explanted portion was being returned to quality for examination

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.